Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to the following: 1) physical stress such as rubbing or bumping the insertion site. 2) chemical stress due to reprocessing not recommended by the IFU (reprocessing manual). 3) stress due to poor storage environment (under direct sunlight, high temperature, high humidity, x-rays, ultraviolet rays, etc.). The event can be detected/prevented by following the instructions for use which state: 1) "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." 2) "olympus cannot guarantee the effectiveness, safety, and durability of reprocessing methods not described in this reprocessing manual. If you choose to use a reprocessing method not recommended in this manual, the local institution and/or physicians must assume responsibility for its safety and efficacy. Make sure to carefully inspect each piece of endoscopic equipment for irregularities (damage) prior to each patient procedure. Do not use the equipment if any irregularity is found." 3) "store the endoscope and accessories in an endoscope storage cabinet that also protects the equipment from physical damage." 4) "to prevent damage, do not store the endoscope and/or accessories in direct sunlight, at high temperatures, in high humidity, or exposed to x-rays, ultraviolet rays, or ozone." 5) "to prevent damage, do not store the endoscope and/or accessories with chemicals or in a gas-generating area." 6) "do not coil the endoscope¿s insertion tube or universal cord with a diameter of less than 12 cm. Such improper storage may damage the endoscope." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found leak from the a-rubber (bending section). In addition, a-rubber was found pinched and due to this condition, watertightness is lost. The reported issue of leak was confirmed. Furthermore, as stated in section b5, evaluation found the coating material of the connecting tube insertion section was found peeled off more than 1mm2. This condition was found to be due to deterioration. Additionally, the following defects/findings were identified during device inspection: control unit has a scratch. Forceps channel port has a dent. Lg-cover glass has a scratch. S-cover has a scratch. Connecting tube has a scratch. Lg-cover glass is dirty. Due to wear of angle wire, bending angle in down direction does not meet the standard value. Grip has a scratch. Lg connector has a scratch. Video connector has a scratch. Angulation lever has a scratch. Connecting tube has a dent. Universal cord has a dent. Distal end has a dent. Distal end has a scratch. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Video connector case has a scratch. Adhesive on a-rubber has a crack. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported a leak found in the device bending tube and crushed in the connecting tube during reprocessing. There was no patient involvement on this reported issue. No harm was reported, no user injury reported. Device evaluation, the coating of the connecting tube insertion section was found to be peeled off more than 1mm2. This report is being submitted due to the finding of the coating of the connecting tube insertion section was peeled off more than 1mm2 (deterioration) identified during device return evaluation.